Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, a visible damage was noted on the proximal end of the left bundle branch (lbb) lead. The lead was jammed into the helix locking tool with excessive force and appeared to have buckled. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿visible damage to proximal end of lead¿, ¿the lead shape itself damage" and lead buckled. As received, a complete lead without a helix locking tool was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of ¿visible damage to proximal end of lead¿ was not confirmed. The connector pin could be fully inserted and removed from the helix locking tool without any difficulty. The reported events of ¿the lead shape itself damage" and lead buckled was confirmed. Visual examination found the outer insulation buckled distal to the connector boot and insulation slightly twisted and the outer coil offset at the middle region which was the cause of the reported events consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.